Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the patient did not tolerate having the undeployed valve across the native annulus, requiring intervention. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Following the transfemoral valve implant, the patient became hemodynamically unstable. The 29mm s3 was placed via the 16fr sheath through left iliofemoral percutaneous access. There was zero paravalvular leak and zero central aortic insufficiency. The valve was positioned across the annulus, and the pressure fell to 60s systolic. Wide open ai noted with valve across the annulus. The valve was removed from annulus to recover. When bp returned to 130/60, the s3 was re-advanced and positioned. Medication was administered to lower the blood pressure from 190s systolic. Pressure was falling and it was decided to deploy the valve. Rapid ventricular pacing (rvp) was started with the bp around 55mmhg systolic and valve deployed in a 90:10 aortic/ventricular position. The delivery system was brought back into the descending aorta. CPR was initiated, vasopressors given, and defibrillated for vfib. Patient was not responding and was subsequently placed on cpb to recover. At this point the patient was stable and valve assessment was performed. The patient was on cpb for approximately 30 minutes to rest the heart and then weaning began. Patient left intubated but partially awake when moved onto his bed; in stable condition.